Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed a break in the catheter extension leg. No details of the break site could be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the extension leg of PICC ruptured. The catheter was used over 1 month. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial medwatch indicated the report addresses 2 devices. Upon receipt of additional details during investigation, device #2 is now addressed in medwatch report 3006260740-2025-03091. This report will address the first device. The complaint of a fractured catheter is confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr single lumen groshong catheter. The depicted device was inserted into the arm of a patient. A complete break was observed in the extension tubing, just distal of the white strain-relief sleeve. The break profile appeared irregular. The extension tubing material appeared discolored in the vicinity of the break. The extension tubing markings were partially worn. A complete break was evident in the provided photograph; however, inspection of the photograph was insufficient to determine the cause of the break. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) damage, over pressurization, and exposure to incompatible chemicals.

Event description:
This report addresses the first device.